Event description:
It was reported that the device was suspected of early battery depletion. The device had an alert for recommended replacement time ( rrt), low battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 5071-53 implantable pacing lead - implanted: (B)(6) 2010; 5076-45 implantable pacing lead - implanted: (B)(6) 2010; 694758 implantable tachy lead - implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.